Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the condition of a colleague infusion pump with a button on the keypad being inoperative at channel b was confirmed during product evaluation. Traces of fluid inside the pump was identified as the assignable root cause for the failure of the keypad. The keypad was replaced to correct this condition. A service history review revealed that this device was not previously serviced for the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an inoperative "select" key on the channel b keypad. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.